Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip of the monopolar cautery instrument broke when the surgical tech tried to straighten out the tip. Nothing reportedly fell into the patient since the instrument was not inside the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken monopolar adapter at the distal end. The adapter had pieces missing, which was exposing the electrical contact. The intact section of the adapter and the metal piece below it both exhibited various scratch and gouge marks. No other damage found. Evidence not conclusive, but damage is likely due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.